Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a detached end cap. Pump was also received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was also found on the pcba 2 and force sensor. No corrosion or moisture damage found on the motor or vibrator¿assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage was confirmed at the bottom case of the pump during analysis. Unable to perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. During visual inspection, corrosion was also found on the pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The customer reported physical damage to the pump not related to retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1884l was requested and it was returned for analysis.